Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6 corrected data: d9 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumes that the front panel light-emitting diode (led) lights are not glowing due to defective circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during maintenance, that the high flow insufflation unit exhibited power however the front panel light emitting diodes (led¿s) were not glowing lighting up. There were no reports of patient involvement.